Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During device preparation, the left ventricular (lv) lead was found to exhibit high capture threshold measurements. The lv lead was capped and replaced on (B)(6) 2023. The patient remained stable throughout her hospitalization to discharge.